Manufacturer narrative:
The visual inspection performed on the returned prosthesis did not highlight elements of non-conformities, according to the specifications. The replication of the valve collapsing, performed with the returned device and a demo dual holder was completed without issue. The dimensional analysis performed on the returned dual holder, after having carefully disassembled each component, confirmed the conformity to the specification. A simulated use on a demo dual holder s/m was performed, in order to attempt to replicate the reported event. The results of the simulations showed a result quite in accordance with the reported event and congruent with some of the observed features on the returned dual holder. Based on the analysis conducted on the returned material and the simulations, it is not possible to reach to an exhaustive conclusion for the reported event. Nevertheless, it is possible to speculate about a possible sequence of maneuvers leading to a result congruent with the description reported in the case history and the features observed on the returned material. Ultimately, the root cause of the reported event remains unknown.

Event description:
On (B)(6) 2019, a perceval plus (pvf-m) implant attempt occurred. The valve was reportedly prepared as usual practice. After the release of the inflow, the outflow part was could not be released as difficulties were reported in pulling back the dual holder shaft. A new dual holder was used with the same valve, but the same problem was encountered. Therefore, a further new dual holder and a new valve were used; it was possible to release the outflow this time, but with much more pulling force than normal. No specific concerns were reported for the valve and for the third dual-holder used. Despite the prolonged procedural time (approx. 30 min of cross-clamp time and 35 min of bypass time were added), the patient remained stable during the procedure, with a good outcome after surgery.